Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "deflated". This record is for the left side. The device was explanted and will be returned.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an openings assessed as surgical damage. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later, healthcare professional reported "deflated". This record is for the left side. The device was explanted and will be returned.